Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the lens delivery system tore the capsular bag. In a follow-up, the surgeon reports the pt outcome as "good."

Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 11/19/2007 and 11/30/2007 by mail, fax and phone. A completed questionnaire was returned 12/04/2007.